Manufacturer narrative:
Additional information: information added within form. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6. -5.0/2.0/093 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye(od) on (B)(6) 2022. Slight residual astigmatism and lens rotation was observed. Lens was repositioned on (B)(6) 2024. This resolved the problem.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6. -5.0/2.0/093 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye(od) on (B)(6) 2022. Slight residual astigmatism and lens rotation was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D6a - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).